Event description:
The lay use/reporter called lifescan (lfs0 in may 2006 and alleged that the patient's meter was powering off during use. The medical affairs specialist spoke to the reporter in the same day and obtained and verified the following information. The patient attempted to test on her meter at school on may 9,2006. She attempted to test approximately 30 minutes. But each time, the meter powered off before she obtained a result. The patient began to feel dizzy and lighthead. The patient's mother was called to bring her daughther home. The patient tested on her other meter when she arrived home and obtaned a result of 562 mg/dl. The patient is on an insulin pump so she gave herself a bolus of insulin. She felt better after the insulin. The patient did not receive any medical attention. The battery had been replaced on the meter and the meter had been reset. The reporter was unwilling to troubleshoot any further. This complaint is being reported as an adverse event, as the patient was unable to test on her meter, while having symptoms. Later her blood glucose was found to be 562 mg/dl and she treated herself with insulin.